Event description:
Nurse went to pull safety sleeve up to activate and got stuck. Claimed shield was difficult to slide.

Manufacturer narrative:
Since the device is not available for evaluation, this event can not be confirmed as related to a device malfunction. In addition, no product lot info is available.